Manufacturer narrative:
(B)(4). Date sent: 05/06/2010. Device fired through lockout the analysis results found that the device was received in good visual condition. Upon cycling the device, it was noted to be empty and the lockout had been fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident.a batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a lap cholecystectomy procedure, the device was fired four or five times and on the next firng it jammed. He pulled it out and cleared it and tried again and it jammed again, so he opened another like device to complete the case. The clips were not feeding into the jaws straight either after the first four or five clips. There was no adverse consequence to the patient.